Event description:
It was reported that a prosa shunt system (#fv770t) was implanted during a procedure performed in 2015. According to the complainant, the shunt system showed an over-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Weight: 45 kgs. Height: 150 cm. Gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined and a deformation of the outer housing of the progav and the prosa could be determined. The measurement of the plane parallelism could confirm that. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav does not operate within the accepted tolerance in the horizontal position. An accelerated outflow of progav could be determined. The prosa operates within the specified tolerances in the vertical position. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test on both valves has shown that the brake function operates as expected but the braking force is not within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can detect an accelerated outflow at the progav, and the braking force of both valves is outside the tolerance. The deposits visible in the valves and the deformations detected have led to the malfunctions mentioned. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.